Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Reportedly, the customer did not load the cartridge properly. The customer's blood glucose (bg) level was 205 (mg/dl) at the time of the event. The customer confirmed a cartridge was successfully loaded onto the cartridge and insulin was resumed. In addition, the customer's bg level was elevated that morning to 279 (mg/dl). The customer stated the elevated bg level was normal for the morning. A manual injection was administered to address bg level and the customer stated they were fine at the time of the report.